Manufacturer narrative:
(B)(4). Release button. The ec45 device was returned with the shrouds opened and without a reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. However, the firing trigger did not return to its home position after each stroke. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break and the shrouds to become damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a mini gastric sleeve gastrectomy procedure, after insertion of a new cartridge and third firing during the case, the device got stuck; the blade moved 2/3rd of the length (2nd stroke) & got jammed. Even after using the manual release button the blade couldn't be retracted back and hence the surgeon had to push the knife blade indicator with the grasper and the blade could be retracted back and jaws could open. The operating room time was increased due to malfunction of the device and a new device had to be opened to complete the case further. There were no adverse consequences for the patient.